Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. Following troubleshooting, the customer indicated that the low suction was not resolved. A replacement device was sent to the customer and her original pump was requested for return. In follow up with a complaint handler on (B)(6) 2018, the customer alleged that she was treated for mastitis. She indicated that the replacement pump was working better, but she could hear air leaking while in use. She indicated her pain was lessening and requested contact by a medela clinician. In follow up with the customer's husband on the same day ((B)(6) 2018), the medela clinician discussed the air leak sound and explained that once the pressure was turned up, the sound would be redirected into the tubing and, would, therefore, increase the pressure on her nipple. The husband expressed an understanding of this and indicated that his wife had not turned the pressure up and she was unable to empty her breasts. The clinician requested that the husband instruct his wife to turn the pressure up one notch at a time over a few minutes, all along making sure it was comfortable. The husband indicated that the mastitis was diagnosed by a doctor and his wife was on an antibiotic. He stated that she was also told she had thrush, for which an over-the-counter cream was suggested. He stated that both the mastitis and thrush were resolved and she just needed assistance on emptying her breasts. It was suggested that she consider renting a hospital grade pump. Additionally, an email was sent as follow up to provide the customer with information regarding exclusive pumping, which the husband indicated he would review the information with his wife. The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on 08/06/2018 and it passed suction and cycle specifications. Refer to attached evaluation. The customer's report of low suction could not be confirmed. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela (B)(4) that she was experiencing low suction with her pump in style breast pump. She indicated that air was escaping and she consulted a lactation consultant because she was having pain when pumping. She was measured for breast shields and is now using the correct size.